Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported, it was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve, in aortic position by transfemoral approach. During valve deployment, the valve embolized due to an ectopic beat. The valve was deployed in the ascending aorta. A second valve was prepared and was successfully deployed at good position. There was no patient injury and the patient recovered well after procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed due to lack of procedural imagery or medical record. There was no allegation or indication a device malfunction contributed to this adverse event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. As reported, ''during deployment, the valve embolized due to ectopic beat. Therefore, the valve was deployed in the ascending aorta''. In this case, the sudden blood ejection resulted from ectopic beat may have caused the valve to move toward aortic direction during deployment leading to embolization. As such available information suggests that patient factors (ectopic beat) may have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.